Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the device change-out procedure, a stylet could not be advanced in the atrial lead in order to reposition the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.